Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: failure to follow instructions (oversizing the stent graft).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 4.3 cm thoracic aortic aneurysm. It was reported that, during the post-operative hospitalization period, the patient began complaining of pain. An examination was done and a type b dissection was discovered. The dissection occurred in the descending aorta where the stent graft has been implanted. The physician stated that the cause of the event was because the patient was old and their vessel was fragile. In addition, the size of the descending aorta was approximately 28-33mm and the device was a 36mm device, it was thought that this may have been oversized for the vessel which may have caused the dissection. It was also noted that the patient would not receive any further treatment. No additional clinical sequelae were reported and the patient is being monitored by their physician.